Manufacturer narrative:
Concomitant medical products: product ID: 8540, product type: accessory. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 2015-09-23, additional information was received from the manufacturer representative (rep). It was reported that the patients dose was reduced from "715 - 580 - 480 - 380 - 280". There was no change to the patient's condition nor their spasticity. After considering this information and the "uncertain dye-study", it was decided to revise the system in (B)(6).

Event description:
It was reported the patient had "little effect of drug" despite drug increases. There was an unknown catheter issue so a dye study was performed and "only 0.5 ml drug was possible to retract" from the catheter access port (cap). The dye study was noted to be "difficult". 2-3 ml of dye was "installed" and they were able to get "as much back". "0.5 ml of dye was left to look for on computed tomography (CT) scan" but "nothing on x-ray showed path of dye". The hcp was questioning where the dye went. It was also stated, "needle was in cap, catheter seen to [be] blocked". The manufacturer representative requested pump roller study procedures. The outcome of the event was not reported. The pump was used to deliver lioresal (B)(4).